Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To resolve the issue, the fse installed a new video generator board and executive processor board. The unit passed all calibration, functional and safety tests performed. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported prior to use on a patient that the cardiosave intra-aortic balloon pump (iabp) was not booting up completely. There was no patient involvement, and there was no adverse event reported.